Event description:
The device was returned for the issue of the port that accepts the hose being worn out. There is no harm reported to any patient. Upon evaluation of the returned device, it was observed that ac power inlet at the rear was damaged with pieces broken off. The front power switch had cracked protective cover with plastic cap torn off. This medwatch is being submitted for the reportable issues of ac power inlet at the rear with pieces broken off and the front power switch with cracked protective cover with plastic cap torn off observed during device evaluation.

Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection and testing, it was observed that ac power inlet at the rear was damaged with pieces broken off. The front power switch had cracked protective cover with plastic cap torn off. Additionally, it was observed that the four suction feet at the bottom had weak suction force. The top cover had paint scratches. The air pressure fluctuated when wiggling on air gauge due to worn out air joint unit and connector socket. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record was not possible because it has been over 15 years since the subject device was manufactured. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.